Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. No harm requiring medical intervention was reported. The insulin pump was return for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 68 found on (B)(6) 2022. Pump was received with stuck middle button. Unable to perform displacement test, sleep current test, active current test, and self test due to stuck middle button. The pump passed the keypad voltage test.test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts, alarms, or anomalies were noted in the pump history files and traces on the event date of (B)(6) 2022. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and the keypad traces. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay peeling, corroded battery tube, battery tube threads - cracked, broken belt clip rails, cracked case-corner of belt clip rails, cracked case, cracked keypad overlay, missing display window/cover, and stained keypad overlay. Unable to verify pump error 68 due to stuck middle button. Keypad unresponsive button error or stuck middle button was confirmed due to moisture damage on the keypad traces. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.